Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction with unknown mentor gel implants experienced bilateral breast pain and tenderness with right sided rupture post procedure. The rupture was discovered through magnetic resonance imaging. Future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On may 28, 2025 mentor became aware that the initial report submitted on may 21, 2025 contained the incorrect value in g3 (date received by manufacturer). The correct value should have been 4/25/2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 30, 2025. In addition to the issues reported previously, the patient experienced right sided baker grade iii capsular contracture post procedure. Explant is planned for on (B)(6) 2025. Additional information was received on june 5, 2025. The implant date was clarified to be on (B)(6) 2011. The device, previously unknown, is a 375cc mentor memorygel breast implant, catalog#: 3507375bc, lot#: 6430311, serial#: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture / rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).